Manufacturer narrative:
G4:03mar2021. B4:13mar2021. Upon a follow up, the customer reported that the issue could not be duplicated. Pvt passed all testing and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
It was reported that the ventilator when in high flow mode, flow stops when the pressure line is removed and it comes back on and repeats. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and was advised to perform a performance verification test (pvt).